Manufacturer narrative:
(B)(4). Results: mi, death. Insufficient information; cause of mi is unknown) evaluation codes, conclusions:mi, death. Insufficient information; cause of mi is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately four years post implant the stent graft was found to have migrated, resulting in a proximal type I endoleak. The cause of the migration was disease progression with aortic neck dilatation. The patient had been lost to follow-up for the previous two years. The physician implanted an endurant 282849 cuff and the endoleak resolved. The following day the patient expired. The cause of death was reported to be a massive mi.